Event description:
(B)(4). I got essure put in, immediately I was complaining of pain. He said that would go away. It has not, along with a non stop period with episodes of breakthrough bleeding. Got 3 month test to see they correctly inserted ann dr said they look good although he pointed out the right tube was almost too small to insert? I feel like I am going to die daily. I have been taking motrin daily as my dr dismissed my pain. Four mos later, im still bleeding sometimes like niagra falls.